Event description:
It was reported that the patient's left hip was revised due to mechanical loosening of the stem. Revised stem, head and liner.

Manufacturer narrative:
It was indicated that the device and additional patient records would not be provided due to hospital policy. The device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined due to the insufficient information provided.